Event description:
It was reported that in house testing found the zimmer electric dermatome to produce irregular thickness. No additional clinical information was received prior to this report. A follow up medwatch will be submitted if additional information is received.

Manufacturer narrative:
The device was returned to the MFR for repair and evaluation. The service record indicates that the device was manufactured on 11/05/1999 and was last repaired on (B)(6) 2013 for a non-related issue. Evaluation of the device observed that the master blade was not flush with the control bar. Prior to repair, the device was outside calibration specification at the zero thickness setting on the left and right side. Customer reported a power supply, serial number (B)(4). It was observed that a non-hospital grade cord was returned with the device. The power supply passed functional specifications prior to repair. The condition of the blade utilized during the event is unknown. The reported event was most likely caused by the master blade not being flush with the control bar. Improper handling by the user was most likely the cause for the master blade not being flush with the control bar. The device was serviced and returned to the customer.